Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The control panel was replaced, and the unit was returned to service.

Event description:
The hospital reported the unit lost the ability to ventilate in both manual and mechanical modes. There is no report of patient involvement.

Manufacturer narrative:
Additional information was received reporting that there was no loss of manual ventilation. The reported complaint does not affect the function of the device. The complaint was not reportable.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported damage to the adjustable pressure limiting valve compartment, causing an inability to manually ventilate. There was no report of patient involvement.